Event description:
It was reported a patient experienced a disconnection and peritonitis manifested by abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient's transfer set disconnected from the adapter. The patient reconnected the transfer to the adapter and went to the pd clinic where the transfer was replaced. Three days after the disconnection occurred, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics orally and intraperitoneally (dose, frequency unknown). After being hospitalized for six days, the patient was discharged and recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as cmplnt-001678569 and cmplnt-001689019.